Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high pacing impedance measurements during a routine clinic check. Subsequently, a lead fracture was suspected. The patient is pacemaker dependent; thus, the physician decided to implant a new lead and device on the opposite side. Attempted to obtain additional information but a local field representative could not provide any further information at this time. Available records indicate that the old device and rv lead was surgically abandoned. No additional adverse patient effects were reported.